Manufacturer narrative:
Additional concomitant medical products: 5867-3m adaptor (x2); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed invalid p-wave trending data. It was also reported that the right atrial (ra) lead was potentially undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes with small p-waves noted. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no or no valid data was available pertaining to atrial sensing or threshold data or r-wave data. The ra lead was also noted to exhibit possible intermittent oversensing.